Event description:
It was reported to tycohealthcare/kendall on 9/16/2002 that a customer had a problem with a umbilical vein catheter. According to the customer an x-ray showed a malpositioned uv catheter. The customer states uvl was pulled back and pericardial tap was done. The compliant came via FDA med-watch form, the pt outcome is not known. The exact product in question was not specified in the complaint.